Event description:
At 2pm the customer received a blood glucose result of 144mg/dl, they took insulin based on the result. 1 hour later they passed out. They were found by family member who called paramedics. Family member took pt to the hosp where they were monitored and given food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.